Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2025. On the day of the event, (B)(6) 2025, the patient¿s cgm indicated a low glucose reading. In response, the patient self-administered approximately 2 ounces of apple juice. No fingerstick blood glucose test was performed at that time. Following the self-treatment, the patient began experiencing disorientation, prompting a call for emergency medical assistance. Upon arrival, paramedics performed a fingerstick test, which showed a blood glucose level of 269 mg/dl. The patient was unable to recall the cgm reading at that moment. No additional treatment was administered on-site, but the patient was transported to the hospital for further evaluation. The patient does not recall any specific interventions during the hospital stay but was discharged after four days. At the time of discharge, the blood glucose level was documented at 120 mg/dl. There is no available documentation indicating further medical evaluation or intervention during the hospitalization. As of the time of this report, the patient is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.